Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer switched to multiple daily injections (mdi) as an alternative method of insulin therapy.